Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient fell at home due to fatigue and sleeplessness. The patient had extreme leg cramps at night causing the patient to not sleep which caused fatigue and sleeplessness. The patient reportedly did not seek medical attention after the fall on right breast and bleeding was noted at the lvad site. CT scan of patient¿s breast, abdomen and pelvis was performed along with single view chest x-ray. The event reportedly resolved on (B)(6) 2019.

Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The center reported that the patient fell at home on (B)(6) 2019. It was reported that the fall was due to extreme leg cramps at night which did not allow the patient to sleep which caused fatigue and sleeplessness. The patient did not seek medical attention after the fall onto their right breast and noticed some bleeding from the lvad site. A CT of the breast, head, abdomen, and pelvis was taken along with a single view chest x-ray. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.